Event description:
A variable self drilling reflex hybrid screw backed out of the plate.

Manufacturer narrative:
Method: device not returned;results: manufacturing records for this product could not be reviewed because no lot was provided and no parts were returned as the removed screw was disposed of by the hospital.conclusion: did not have any additional information so the cause is not determined.

Event description:
A variable self drilling reflex hybrid screw backed out of the plate.